Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that aspiration needle slips and does not stay in place. However, as per additional information received regarding the event it was mentioned that the sheath adjuster is secured, the length of the sheath extending from the endoscope becomes longer when the needle tube is extended. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the aspiration needle slips and does not stay in place. The issue occurred during a diagnostic procedure (endobronchial ultrasound-guided transbronchial). There were no reports of patient harm.